Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event and was treated with amikacin (500 milligrams, once per day, route not reported) and vancomycin (1 gram, frequency and route not reported). Treatment with amikacin and vancomycin were ongoing. At the time of this report, the patient was on a ventilator and hospitalization was ongoing. The patient outcome is unknown. Pd therapy was ongoing. No additional information is available.